Event description:
Customer stated tube broke while removing stopper and technician cut her right thumb. No medical intervention required or stitches. Body fluid was non-infectious. No customer samples and lot number unknown.